Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. Device not returned for evaluation.

Event description:
It was reported, "situation where the patient complained of feeling hot and then developed red blotchy skin and hives immediately following the PICC placement. The PICC position was confirmed via the sherlock 3cg tip location system. The patient then became unresponsive and a code blue was initiated. Once rosc was achieved the PICC was removed immediately and the patient's condition began improving."